Event description:
It was reported that the customer had high blood glucose levels of 211 mg/dl. The customer reported that the insulin pump was not delivering the proper amount of insulin. The reservoir of the icon of the insulin pump would also not show any changes despite insulin being delivered from the insulin pump. Troubleshooting was done. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Unit received with operating currents within spec. Unit passed selftest, a21 error test and displacement test. However, unable to prime unit during prime/a33 test due to faulty fsr, (gold) unable to perform basic occlusion test, occlusion test and excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed. Unit received with minor scratched lcd window. The reservoir icon worked properly during testing. (B)(4).